Manufacturer narrative:
Device is used for treatment, not diagnosis device was used in a veterinary case. No patient information will be reported. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Veterinary facility reports that the device seized up during use. The device was tested with another battery and did not work. Tried running the drill without attachments still did not work. This report is 1 of 1 for complaint (B)(4).